Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the catheter leaked when fluid was injected through it. The catheter was replaced. No patient symptoms were reported. The patient recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported; the manufacturer's device registration system indicates it is morphine. Additional information has been requested,a follow-up report will be submitted if additional information becomes available.